Event description:
The customer received blood glucose readings of 76 and 77mg/dl using the contour meter and received a reading of 140mg/dl on the contour next ez meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are expected to be returned for evaluation. New meters and strips were sent to the customer.